Event description:
It was reported the patient experienced increased neck pain which radiated to the shoulders. X-rays indicated the lead had migrated. Subsequently, surgical intervention took place on (B)(6) 2014 to reposition the lead which resolved the issue. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.